Event description:
A peritoneal dialysis nurse has reported that dialysis solution is leaking out of the cassette and into the cycler. After rn cancelled treatment she removed supplies and noticed a fluid leak. The fluid came out from the bottom of the cassette door. Pdrn reports pt had no ill effects, administrated one dose of antibiotics as a precautionary measure.

Manufacturer narrative:
The actual device was returned to the MFR for physical eval and the complaint is confirmed. An investigation of the device mfg records was also conducted by the MFR. There were no deviations or nonconformance during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.